Event description:
A report was received that the patient was experiencing irritation at the pocket and midline sites. The lead extensions were thought to be the cause of the irritation as the hub on the lead extension was in an awkward position in the patient's back. The patient underwent a procedure, during which, the physician explanted both of the patient's leads and two lead extensions. Two new leads were implanted along with clik anchors. The physician also relocated the ipg and buried it deeper inside the new pocket. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3108-25, serial #s: (B)(4), description: lead extension, 25cm; model #: sc-2108-50m, serial #s: (B)(4), description: linear lead, 50cm; model #: sc-1110, serial #: (B)(4), description: implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.